Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was above 500 mg/dl with nausea, abdominal pain, extreme drowsiness, blurred vision, extreme thirst, and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the pump¿s basal history did not match the programmed basal rates. This complaint is not being reported, as the reported health event was attributed to an alleged device issue.